Manufacturer narrative:
The device was received and no timeouts or drive stalls were seen in the device data. The device was returned in the deployed state with the pink slide visible in the top housing window and the linkage assembly in the fully retracted position. The exposed portion of the soft cannula was not visible. After opening the device, the soft cannula was observed to be torn and shortened. It is unknown how or when the soft cannula was damaged. Due to the soft cannula being torn, it could not be determined if the cannula was bent or kinked. A leak test of the complete fluid path was unable to be performed due to the cannula being torn and shortened. A leak test was conducted by manually occluding the torn end of the soft cannula. No leaks were found, however it is unknown if there were any leaks along the full fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 17 mmol/l (306 mg/dl). The pod was worn between 36 and 48 hours on the arm. It was noted that the cannula was bent. As treatment for the hyperglycemia, a manual injection of 2 units of insulin was administered.